Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the insulin gauge displayed an inaccurate value of 70 units and it was filled with approximately 126 units of insulin. The customer¿s blood glucose level was 135mg/dl. A new cartridge was loaded to resolve the issue.